Event description:
The customer reported that the insulin pump has been dropped, and the bottom of the device was cracked. The customer requested a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with protruded/loose drive support disk. No crack end cap noted.